Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range from (230-286 mg/dl) for the past month. The customer would bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to use humalog insulin in the cartridge for 3-3.5 days. The customer was educated per humalog labeling it is only tested for up to 48 hours. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.